Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, poor sensing and low impedance was noted on the right ventricular (rv) lead. Dislodgement was observed on the rv lead due to twiddlers syndrome. The lead was capped and replaced to resolve the issue and the patient was in stable condition.